Manufacturer narrative:
Evaluation summary: no sample is expected to be returned for evaluation. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event, as the laser was successfully verified prior the day of the event. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Event description:
An optometrist reported that three days following bilateral photo refractive keratectomy (prk), the patient presented with dryness and irritation in the right eye only. The patient reported that the bandage contact lens kept falling out, and was experiencing light sensitivity. Per the optometrist, the contact lens was removed and replaced. The patient was instructed to continue to use artificial tears and topical steroid drops. In a follow up, the optometrist reported that the patient was seen one week later. The dryness had improved and the irritation and light sensitivity had resolved. The patient was doing well. No further information is expected.